Event description:
Pt underwent fistulogram with balloon angioplasty of the basilic vein, right subclavian vein and right brachiocephalic vein. During ballooning of a constricted area, when balloon was removed from the sheath, they noticed the outer layer of the balloon was shredded.